Event description:
It was reported the patient was receiving the replace generator soon message and the ipg was dead, as a result the patient lost therapy. Surgical intervention may take place at a future date to address the issue.

Event description:
Additional information was received stating surgical intervention took place where the ipg was explanted and replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.